Event description:
It was reported that during fill one on a homechoice (hc) machine, the caregiver (cg) found a slit in the patient line and solution was leaking from it. The cg also noticed air in the patient line. The technical service representative (tsr) assisted the cg in ending therapy and advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot number h13f01026 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.